Manufacturer narrative:
Upon further assessment, it has been confirmed that the shaft of the cutter had barb which was pulling out the trocar was identified to be a product fitting issue of trocar not considered a reportable malfunction, and recurrence is unlikely to result in serious injury. The reported event does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-03974. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further assessment, it has been confirmed that the shaft of the cutter had barb which was pulling out the trocar were identified to be a product fitting issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that shaft of the cutter included in this pack had a barb on it and this was pulling out the port during the vitrectomy surgery. The surgery was completed with a replacement cutter. There was no report of patient impact.